Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h10, h11. Corrected fields: a1, b5.

Event description:
It was reported that prior to use on a patient, the cardiosave intra-aortic balloon pump (iabp) alarmed low helium when all gauges when external tank was full. The unit was swapped with a known working pump. There was no patient involvement and no adverse event was reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit, and was able to reproduce the reported issue. The fse observed that the display shows 3/4 full helium, but displays in red and alarms low helium. The fse replaced the faulty front end board then completed all safety, functionality, and calibration checks. All tests passed to factory specifications, and the iabp unit was cleared for clinical use, and released to the customer.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump generated a low helium alarm. It was noted that all external gauges of the helium tanks were full. The end user was able to swap the iabp out with another known working iabp unit. There was no patient harm, and no adverse event was reported.